Event description:
This male experienced a thrombotic event approximately two years after receiving a cypher stent. The patient's age, gender and medical history including angina pectoris, hypertension, lipid metabolism abnormality and heart failure may increase his risk for mace. The target lesion was proximal left anterior descending branch (lad). The vessel was a de-novo, concentric and bifurcated lesion. Aha/acc classification of the vessel was type b2. The lesion length was 20 mm and vessel diameter was 3.0 mm. The procedure was an elective case. Pre-dilation was conducted with a balloon (2.5/15 mm) at 8 atm for 20 seconds. Cypher (3.0/23 mm) was implanted at 15 atm for 25 seconds. Post-dilatation was c onducted with a balloon (3.25/15 mm) at 10 atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Almost 2 years later, the patient complained of having breathing difficulty on exertion for the past 7 months. CT and cag were conducted and thrombus was observed in the cypher. To treat the thrombus, poba was conducted and a bms (driver 4.0/15 mm) was implanted proximal to the cypher overlapping it. The patient is still hospitalized but in stable condition.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product remains implanted thus unavailable for analysis. A device history record review of the involved sterile lot revealed the product met quality requirements for product acceptance. In conclusion, thrombosis is a known potential adverse event associated with coronary stenting. Per physician, "the possible cause of the thrombotic event was because the lesion proceeded at the proximal portion of the cypher." There are patient factors that may have contributed to the reported event.